Manufacturer narrative:
The device was returned and customer allegation "e315 error" could not be confirmed. There were few additional findings. The scope cover exhibited leakage. The light guide rod lens and distal end cover was cracked. The adhesive of the bending section cover was separated. The bending tube metal braid had cutting wire. The connecting tube had a scratch and buckling. The paint of the air/water nut and suction cylinder nut was peeled off. The coating of the universal cord was peeled off. The angulation was less than the specified value and play of the control knob was out of normal state. The flexibility adjustment wire was stretched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope displayed e315 error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the device while the user was handling the device which led to an abnormality of electronic parts. As a result, error message was displayed temporarily. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.". Olympus will continue to monitor field performance for this device.